Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6)2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)-2021. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that before the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used in the patient, it was noticed that the hemostatic valve was loose. The sheath was replaced, and the procedure continued. The procedure was completed without patient consequence. Visual analysis of the returned sample revealed that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was in normal conditions. A functional test was performed: a sample catheter was introduced into the sheath and no anomalies were observed during the test. Also, the sheath was connected to the cool flow pump from the sideport and the catheter was irrigating correctly. No irrigation/leakage issues were observed. A device history record (DHR) evaluation was performed for the finished device 00001400 number, and no internal actions related to the reported complaint condition were identified. Based on the completed DHR, the h4. Device manufacture date has been updated. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no issue was observed, there are some precautions on inserting the dilator into the vizigo sheath according to the odp (optimal performance guide): ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. The event described could not be confirmed as the as the device performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that before the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used in the patient, it was noticed that the hemostatic valve was loose. The sheath was replaced, and the procedure continued. The procedure was completed without patient consequence.